Event description:
A surgeon reports an intraocular lens explant and replacement at 6 mos post-operative due to the pt's complaint of halos. The relationship between this event and the iol is not known.

Manufacturer narrative:
The returned intraocular lens met mfg specifications. Both haptics were intact and undamaged, optic was clear. Incident does not appear to be mfg related. Product history records indicate the product met release criteria. The cause of the event is undeterminable.